Event description:
On (B)(6) 2012 customer reported that the tubing at wire marker #206 on the blood sampling valve (bsv) popped off and leaked a clear fluid of an undetermined amount on the lh780 instrument. Customer stated that the leak was contained. No injuries were reported and no erroneous patient results were generated field service engineer (fse) inspected the instrument and reattached the tubing and verified instrument operation. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
(B)(4).